Event description:
While performing an extracorporeal photopheresis (ecp) treatment with a patient, the machine had multiple red cell pump alarms. We were unable to resolve them and contacted therakos for further assistance. The alarms continued and then we had system pressure alarms three times. We were unable to resolve them and the treatment ended and all blood products were returned to the patient. There was no blood loss or harm to the patient. Physicians were notified. The kit was sequestered. Biomed was contacted to retreive the kit and the smart card will be returned to therakos for further evaluation. Awaiting response from MFR.